Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 between 4-5pm. Pt stated that she was in a phone conversation when she began to feel light headed, weak and thought she was about to pass out. Pt tested her glucose level and recorded a result of 101mg/dl. Pt took a glucose tablet and drove herself to the emergency room. Pt's glucose was tested at the emergency room with a result of 89mg/dl. Travel time to the emergency room was approximately 20 minutes. Pt's total stay at the emergency room was 2 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.